Event description:
The customer reported the system displayed a max technique, there was no live video, and there was a high voltage arcing. No patient was involved.

Manufacturer narrative:
The ge service rep removed and replaced x-ray tube assembly, performed a generator calibration in accordance with manufacturer instructions, realigned collimator, beam alignment verification and adjustment complete. He set collimator iris blades to be viewable in the fluoroscopic image for all 3 field of views completed filament calibrations verify output dose and found it was normal. He tested hlf continous fluoro for 2 mins without incident. Unit operational.